Event description:
It was reported that an altitude alarm occurred. Subsequently, the customer experienced an elevated blood glucose level of over 500 mg/dl and was hospitalized. The customer did not provide the treatment received while in the hospital or additional details regarding the release of the hospital visit. The customer changed the cartridge to resolve the issue.